Manufacturer narrative:
Correction to h6; device code, type of investigation, investigation findings, investigation conclusion. The 20mm sapien 3 ultra resilia valve was not returned for examination. Due to the unavailability of the complaint device, engineering could not perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system, device preparation manual, patient screening manual, and procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of deployed valve exhibits paravalvular leak was unable to be confirmed due to the unavailability of relevant imagery and/or medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU revealed no inadequacies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. As reported, "the patient underwent transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position and a 20 mm sapien 3 ultra resilia valve was deployed. Mild regurgitation after valve implantation was pvl". As noted, the patient had a valve area of 285 mm2, which was within the recommendation range for thv size 20mm, so the undersized thv was eliminated. In this case, due to limited information provided, a definite root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Update to b5.

Event description:
Additional information was provided that the on-set date of the hemolytic anemia was one-day post post-tavr procedure based on blood test results. The paravalvular leak (pvl) was mild, and the direction of the jet was 6, 11 o'clock position. On post-operative day (pod) 3, the patient was discharged from the hospital. The patient was re-hospitalized on pod 30 to another hospital and a blood transfusion was performed. Approximately 30 days later the patient was discharged from the hospital. In the subsequent course, the patient is under monitoring. The course is without rehospitalization. Per report, the patient had no blood disorder, hepatic disease or kidney disease. The patient received anti-thrombotic therapy with aspirin 100mg.

Event description:
The patient underwent transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position and a 20 mm sapien 3 ultra resilia valve was deployed. Lactate dehydrogenase (ldh) level increased after tavr, and it increased to approximately 1500 within one month. Hemolytic anemia developed and the patient received treatment including a blood transfusion and the symptoms seemed to have subsided slightly. However, the ldh level was still high. After a blood transfusion, ldh level was still high but stable. Thus, the patient was discharged from the hospital. No intervention treatment is planned. The patient was not on dialysis. Valve deployment contrast solution volume was unknown. There was mild regurgitation after valve implantation. The diagnosis date of hemolytic anemia was unknown.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Manufacturer narrative:
Correction to h6; type of investigation and investigation conclusion. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Initial investigation did not show any evidence that an edwards defect contributed to the reported event. However, a CAPA investigation was initiated for further investigation.